Event description:
Patient with history of type a aortic dissection (s/p repair and mechanical aortic valve (B)(6) 2022) with left main dissection (s/p pci des(status post percutaneous coronary intervention drug-eluting stents) (B)(6) 2022) and severe biventricular heart failure (B)(6) 2022 with lvad, esrd(left ventricular assist device, end-stage renal disease) on hd(hemodialysis), sternal wound mycoplasma infection, status post elective (plastics team) debridement with left advancement pectoralis major myocutaneous flap and right pectoralis major advancement myocutaneous flap in (B)(6). Presented with nausea, vomiting, diarrhea and fever up to 101f. Wbc count was elevated at 14,000, hemoglobin 11. His basic metabolic panel showed a potassium of 4.1 and bicarb of 23. His procalcitonin is elevated 1.90, crp elevated at 14, and lactate of 2.3. Blood cultures positive for mrse and treated with IV antibiotics. Cardiac morph (B)(6) shows possible dehisence of valved conduit with a pseudoaneurysm extending from the lvot (left ventricular outflow tract) around the root. Tee (transesophageal echocardiogram) suggestive of infective endocarditis and possible myocardial / aortic abscess. Taken to operating room on (B)(6)2024 for pump exchange. He underwent removal of an infected bental, replacement of an aortic homgraft, removal of the infected hm3 and placement of a new hm3. Intraoperatively, upon pump removal, noted to have thrombus in inlet cannula. Unsuspected finding as hemodymanics day prior to surgery were normal. The patient's or course was prolonged and complicated requiring extensive blood transfusion.